Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) , batch: a000185719. The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during implant procedure on (B)(6) 2026 patient experienced a csf leak. As a result, a blood patch was preformed to address the issue. Patient had no issue post procedure and is stable. The investigation was unable to determine the lead that is associated with the issue.